Event description:
The report received from the affiliate indicated that approx eight months after the index procedure the pt was found to have stent fracture and restenosis involving one (1) of four (4) cypher stents implanted during the index procedure. The patient had a total of four (4) stents implanted during the index procedure. A cypher select plus 2.75 x 13 mm stent in the left main, a cypher select plus 2.5 x 18 mm stent in the ostial left anterior descending (lad), and two (2) cypher select plus 2.5 x 13 mm stents in the proximal lad. All four (4) stents were implanted in overlapping fashion. The cypher select plus 2.5 x 18 mm stent implanted in the ostial lad lesion was found be fractured and had an 80% in stent restenosis. The patient was also reported to have disease in the circumflex- small vessel stenosis 60% in the ostium, 90% mid segment, and 90% in the posterolateral (pl) branch; and the proximal right coronary artery (rca) was subtotally occluded. The recommendation for the patient was re-percutaneous coronary intervention (pci) or coronary artery bypass graft (CABG) surgery. No additional information is available.

Manufacturer narrative:
Please note that the patient code (other) was used as the recommendation for the patient was re-percutaneous coronary intervention (pci) or coronary artery bypass graft (CABG) surgery. Please note that device is distributed outside the united states, however, it is similar to be united states product. A report was received indicating a cypher stent was associated with stent fracture and restenosis. The event involved a male with unknown medical history. The indication for initial admission to hospital is not known. A coronary angiogram revealed lesions in the left anterior descending (lad) artery. Lesion and vessel characteristics are not known. It was reported a total of four cypher stents were implanted in the lad including a 2.75 x 13 stent in the left main to lad, a 2.50 x 18 stent in the ostium of the lad and two 2.50 x 13 stents in the proximal lad. No other procedural characteristics were provided. It was reported eight months following the index procedure, the patient underwent repeat coronary angiography for unknown indications. This revealed angiographic evidence of a stent fracture and a focal 80% in-stent restenosis at the ostium. The cypher in the left main trunk was patent. Additionally, disease of the left circumflex and proximal right coronary arteries was indicated. The cypher stents remain implanted in the patient and thus not available for evaluation. The lot number of the involved stent is not known; therefore, a device history records review was not conducted. Based upon the information provided, it is not possible to conclusively determine the cause of the events. There is no indication the events were design of mfg related. Please note that this is the initial/final report for this product.